Manufacturer narrative:
H6 device codes: corrected. The device was returned for analysis. Visual inspection revealed that the sheath and the telescope were observed kinked. Also, impedance inspection showed an electrical open distal wave form between 0-10 cm from the distal housing.

Event description:
It was reported that catheter issue occurred, the target lesion was located in the left anterior descending artery. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the image was unclear. When the device was pulled out of the body and flushed, the catheter was damaged. The procedure was completed with another of the same device. No patient complications were reported. However, additional information revealed the catheter was partially detached.

Event description:
It was reported that catheter issue occurred, the target lesion was located in the left anterior descending artery. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the image was unclear. When the device was pulled out of the body and flushed, the catheter was damaged. The procedure was completed with another of the same device. No patient complications were reported. However, additional information revealed the catheter was partially detached.